Event description:
Used ethicon linear cutter across the renal artery with 45mm vascular/thin cartridge staples and blade discharged correctly. Reloaded hard piece (ats45) with a second 45mm vascular / thin (tr45w, lot # f4pc68, expiration 2014). Placed cutter across renal vein, it clamped correctly on the vein, handle was squeezed to discharge staples and cut. When cutter was unclamped it was discovered the staples didn't discharge, however, blade did cut. Open lumens to the vena cava and kidney were noted and quickly clamped using hem-o-locks/wecks. Minimal blood loss occurred. Assisting surgeon stated he did not notice any different feel or sound when firing the staples. Handpiece and staple cartridge removed from service immediately.